Event description:
The instrument broke due to excessive torque, a piece was left in the pt.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. Provided info states the instrument broke due to excessive torque and the prod is not suspected of failing to meet specs or contributing to the event. As search of the complaint database found no prior reports for this prod number. Based on the investigation, the need for corrective action is not indicated.